Manufacturer narrative:
Due to no product return, the complaint could not be confirmed. Definitive conclusions cannot be made without a device to evaluate. Accurate investigation and evaluation are not possible. The product met specifications upon release to distribution.

Event description:
It was reported that during slap lesion repair, the tip of inserter was broken and remained in the patient. No patient injury reported.